Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual examination of the stent found that proximal stent rows 9-10 were damaged and misaligned. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube kink 784 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found no issues along the mid shaft, inner or outer shaft polymer extrusion profile. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 91% stenosed, 30x2.75mm, concentric and the de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Predilation was performed with a 2.0x12 balloon catheter, leaving 85% residual stenosis in the lesion. A 32 x 2.75mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.